Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s recharger (rtm) would only work if she had it ¿dead on¿ the implantable neurostimulator (ins) and if the recharging quality wasn¿t ¿excellent¿, then the rtm would do nothing at all. The patient then mentioned that she had just charged right before the call and the recharge quality was not ¿excellent¿; she thought the ¿poor recharge quality¿ appeared. In addition, the patient had been having trouble recharging since implant on (B)(6) 2019, the ins tilted, and it poked out of her skin. Best recharging practices were reviewed with the patient and said to call back if she had further questions. There were no further complications reported or anticipated.